Manufacturer narrative:
This is one event reported on the same pt involving two separate products and associated with MDR #'s 1225714-2013-02160 and 1225714-2013-02161.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011, after the use of the product.